Event description:
Ventilator started alarming "background fault detected" (error code 0x130a). Upon seeing this alarm rn (registered nurse) immediately called rt (respiratory therapist) and asked what to do, and rt advised rn to start bagging patient and we would bring a replacement vent. At the same time, rn was unable to get blood pressure reading from arterial line, patient then eventually went into v-fib and passed away.